Manufacturer narrative:
ADDITIONAL, CHANGED, AND/OR CORRECTED DATA: B5, D6B, H6.

Event description:
DEVICE HAS BEEN EXPLANTED AND REPLACED.

Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCE'S NOTED. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: RUPTURE, FOREIGN BODY REACTION.

Event description:
PATIENT REPORTED ¿GOT EXPOSED¿, ¿RUPTURED, LEAKING¿ AND ¿RAW SPOT¿. LATER HEALTHCARE PROFESSIONAL ¿IMPLANT EXPOSURE¿. LATER HEALTHCARE PROFESSIONAL REPORTED ¿RUPTURE¿. THIS RECORD IS FOR THE RIGHT SIDE. DEVICE REMAINS IMPLANTED.

Event description:
Patient reported ¿got exposed¿, ¿ruptured, leaking¿ and ¿raw spot¿. Later healthcare professional ¿implant exposure¿. Later healthcare professional reported ¿Rupture¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device Evaluation: The device related to the reported events Exposure and Rupture was received on June 29, 2026, with lot number 1207088. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required:¿ Exposure: Unable to observe through visual inspection as it is a physiological phenomenon.¿ Rupture: Not observed through visual inspection.None of the other observations performed during the device analysis deformation, creases and voids are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.Additional, Changed, and/or Corrected Data: D.9., H.2., H.3., H.6.